Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, only a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to another device or feature of the heart, located distal to the suture sleeve tie impression. The cause of the reported event was isolated to the insulation abrasion found on the lead.

Event description:
It was reported that the patient's right atrial and right ventricular leads were removed and replaced. The patient's right ventricular lead exhibited noise over-sensing resulting in pacing inhibition. The patient's right atrial lead exhibited noise over-sensing resulting in inappropriate mode switches. The patient was discharged following the replacement. Related manufacturer report number: 2017865-2024-69489.